Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: approximately 22 months after the procedure. It was reported, via trial that approximately 22 months post a right coronary artery (rca) 1st posterolateral (rpl) branch stenting procedure, the patient had an abnormal stress test. On (B)(6) 2010, the patient was rehospitalized. An angiogram showed in-stent restenosis as well as a new lesion in the rca. A non-abbott stent was placed to treat the restenosis. There was no adverse patient sequela. One day post-procedure the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.